Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the handles of two handles for quick connect are broken and cracked. This was discovered during set inspection in sterile processing. It is unknown if there was case involvement. One is completely broken with portions of the handle missing; the other has a hairline crack in the handle. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history record review was attempted for the subject device; however, the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was also performed for the subject device. The customer reported the handle was broken with portions of the handle missing. The repair technician reported ¿handle cracked/broken¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the synthes complaint handling unit on 26-oct-2015 for additional evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received october 13, 2015 reporting that the complaint issue did not occur during a surgical procedure and that there was no patient involvement.

Manufacturer narrative:
(B)(4): a product investigation was completed: the device was returned with the brown handle cracked and partially missing. This damage has most likely been caused by material wear from repeated sterilization cycles. The complaint condition is confirmed. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The relevant drawings for the device(s) were reviewed. Two non-conformance reports (ncr¿s) regarding handle breakage for this instrument exist since the latest revision of drawing. Both ncr¿s involve handle fractures during the assembly process. The damage is likely the result of wear from repeated sterilization cycles over the life of the device. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.